Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there is a scan that loads correctly on the one navigation system, but does not on another navigation system. The scan displays transfer failed and cannot be used. The site sent in 5 disks with sample data. It was confirmed that none of the sample disks loaded in the navigation system's clinical or cranial application. There was no patient present when this issue was identified.